Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's right eye due to a crease on the lens noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close to wound. Another lens was implanted successfully. Please reference MDR#: 11119279-2013-00287 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.